Manufacturer narrative:
All available information indicates that the device remains in service. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock due to atrial fibrillation. It was noted that initial detection occurred in the ventricular tachycardia 1 (vt1) zone, which was a monitor only (mo) zone, then the rhythm increased to a vt zone and therapy was delivered. Technical services (ts) discussed that detection enhancements are not applied if initial detection is in a mo vt1 zone then redetected in a vt zone. It was noted that this would be discussed further with the physician. To date, there have been no reported adverse patient effects related to this clinical observation.